Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the balloon burst at 8 atmospheric pressure upon first inflation for few seconds. The balloon was then completely removed from the patient's body without any intervention.

Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the balloon burst at 8 atmospheric pressure upon first inflation for few seconds. The balloon was then completely removed from the patient's body without any intervention.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 3 mm from the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the markerbands, blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages.

Event description:
It was reported that the balloon burst. The stenosed target lesion was located in the left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications reported and patient was stable.